Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, triggering a lead impedance out of range alert. Analysis also revealed the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter) was also indicated.

Event description:
It was reported that the patient experienced bradycardia as the lead was not pacing properly. The lead was found to exhibit oversensing, and was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.